Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
The pt was implanted with a miniarc sling system. It was reported that within months of the initial implant, the pt began to experience complications from the mesh and required add'l medical care and treatment and/or surgical intervention. It was also indicated that the pt "suffered debilitating injuries from the synthetic mesh including mesh erosion, hardening, chronic pain and worsening urination" which led to the need for add'l surgery. It was further indicated that the mesh system "has eroded and caused dense scarring."